Event description:
While performing a cholecystectomy, the clip applier froze. A second device was opened to complete procedure.====================== manufacturer response for autosuture clip applier per site reporter======================manufacturer provided rga and shipping container for product return evaluation.